Event description:
It was reported that a cartridge alarm occurred during the loading process, but there was no adverse impact to the customer's blood glucose level. The customer's blood glucose did not exceed 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy. The issue was resolved.